Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Tandem¿s technical support attempted to obtain additional information. No additional information was provided.